Event description:
It was reported that the patient underwent total hip arthroplasty as part of a european post-market clinical study on (B)(6), 2010. Post operative radiographs indicated that the hip was dislocated, and the head was disassociated from the femoral stem. Patient was revised (B)(6), 2010, during which the surgeon was unable to locate the disassociated femoral head component in the patient's wound. The acetabular liner component remains implanted and a new femoral head was implanted.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.